Manufacturer narrative:
Section b7: the patient's past admissions for infection are referenced in MFR #'s 2916596-2021-02386 and 2916596-2021-02387 manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number(B)(6) , did not reveal any device-related issues, and a specific cause for the reported pump pocket infection could not be determined. (B)(6) was returned assembled, with the pump cable severed approximately 5.5¿ from the pump housing. The distal portion of the pump cable and the modular cable were not returned. Approximately 5¿ of the sealed outflow graft was returned secured to the pump cover outlet port, and the bend relief was properly secured to the graft hardware. The sealed outflow graft clip was returned properly attached. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Examination of the pump's blood-contacting surfaces revealed no abnormalities related to wear or damage. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including infection (localized, driveline, pump pocket or pseudo pocket). Section 6 ¿patient care and management¿ contains information on controlling infection. Heartmate 3 lvas patient handbook section 4 ¿living with the heartmate 3¿ provides some instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pump pocket infection and mediastinum infection were also treated medically.

Manufacturer narrative:
This event was originally reported on 18mar2022 under per-2022-0042886, MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 26sep2022 the review of files of this event type was completed and individual records of this event type began initiation no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, the patient experienced a bacterial driveline, pump pocket, and mediastinum infection. The bacterial species was methicillin-resistant staphylococcus aureus. On (B)(6) 2020, the patient was readmitted due to the infection. The patient underwent drug therapy. On (B)(6) 2020, the infection became difficult to control which prompted the removal of the pump. After pump removal, intracardiac indwelling pump catheter for circulatory assistance was performed.

Manufacturer narrative:
Report source: the event took place at the (B)(6) center. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump pocket infection ((B)(6)), requiring pump explant. The device will be returned. The patient is currently on impella.